Event description:
During baxter's evaluation, a spectrum pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The door not fully latched messages were reproduced and confirmed through evaluation. This condition was caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.